Event description:
This unsolicited case from united states was received on 02-apr-2018 from a non-healthcare professional. This case concerns (B)(6) years old elderly female patient who received treatment with synvisc one injection and experienced extreme pain (latency: unknown), knee and thigh very swollen (latency: unknown), unable to bear weight (latency: unknown), knee and thigh very swollen (latency: unknown). No medical history, past drugs, concomitant medication and concurrent conditions were reported. On (B)(6) 2017, patient received treatment with intraarticular synvisc one injection, at a dose of 6 ml once for osteoarthritis of knee. On an unknown date after unknown latency, the patient experienced was in extreme pain. On an unknown date after unknown latency, the knee and thigh of patient were very swollen. On an unknown date after unknown latency, it was reported that the patient was unable to bear weight injection and that was not part of recalled lot. It was reported that the patient was brought back into the office and was treated. It was reported that the patient ended up in the emergency room several days later with extreme pain in injected leg. Patient was admitted and never came out of the hospital. It was unknown whether the autopsy was done. Corrective treatment: unspecified treatment for extreme pain; not reported for rest all the events seriousness criteria: hospitalization for extreme pain. Pharmacovigilance comment: sanofi company comment dated 05-apr-2018: this case concerns a female patient who received synvisc one injection and later experienced pain, swelling of leg, weight bearing difficulty and passed away. Based upon the information available, the causal role of the product cannot be completely denied for the occurrence of events. However, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection. Lack of further information regarding patient's clinical presentation, medical history, any concomitant or past medications, concurrent medical conditions and precludes the complete medical case assessment.

Event description:
She was admitted and never came out of the hospital [death nos]; extreme pain in the injected leg [leg pain] ; knee and thigh very swollen [leg edema] ; unable to bear weight [weight bearing difficulty] ; knee and thigh very swollen [knee swelling] ; case narrative: this unsolicited case from united states was received on (B)(6) 2018 from a patient's daughter. This case concerns (B)(6) elderly female patient who received treatment with synvisc one injection and experienced extreme pain in the injected leg (latency: unknown), knee and thigh very swollen (latency: unknown), unable to bear weight (latency: unknown), she was admitted and never came out of the hospital (patient died) (latency: unknown). No medical history, past drugs, concomitant medication and concurrent conditions were reported. On (B)(6) 2017, patient received treatment with intra- articular synvisc one injection, at a dose of 6 ml once for osteoarthritis of knee. On an unknown date after unknown latency, the patient experienced was in extreme pain. On an unknown date after unknown latency, the knee and thigh of patient were very swollen. On an unknown date after unknown latency, it was reported that the patient was unable to bear weight injection and that was not part of recalled lot. It was reported that the patient was brought back into the office and was treated. It was reported that the patient ended up in the emergency room several days later with extreme pain in injected leg. Patient was admitted and never came out of the hospital. Patient's daughter was convinced that the patient passed away due to injection and patient's daughter did research online that led the patient' daughter to the lot recall in december. It was unknown whether the autopsy was done. Corrective treatment: unspecified treatment for extreme pain in the injected leg; not reported for rest all the events (except she was admitted and never came out of the hospital) outcome: unknown for extreme pain in the injected leg, knee and thigh very swollen, unable to bear weight knee seriousness criteria: hospitalization for extreme pain in the injected leg. The product technical complaint was initiated with global ptc no. (B)(4). The product lot number was not provided; therefore, a batch record review s not possible. Based on the lack of information provided, no CAPA was required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA was required. Additional information was received on (B)(6) 2018. Global ptc number and results was received. Text amended accordingly. Upon internal review on (B)(6) 2018, event she was admitted and never came out of the hospital was added. Verbatim of event extreme pain was updated to extreme pain in the injected leg. Outcome of events extreme pain in the injected leg, knee and thigh very swollen, unable to bear weight knee was updated from fatal to unknown.

Event description:
This unsolicited case from united states was received on 02-apr-2018 from a non-healthcare professional. This case concerns (B)(6) elderly female patient who received treatment with synvisc one injection and experienced extreme pain (latency: unknown), knee and thigh very swollen (latency: unknown), unable to bear weight (latency: unknown), knee and thigh very swollen (latency: unknown). No medical history, past drugs, concomitant medication and concurrent conditions were reported. On (B)(6) 2017, patient received treatment with intraarticular synvisc one injection, at a dose of 6 ml. Once for osteoarthritis of knee. On an unknown date after unknown latency, the patient experienced was in extreme pain. On an unknown date after unknown latency, the knee and thigh of patient were very swollen. On an unknown date after unknown latency, it was reported that the patient was unable to bear weight injection and that was not part of recalled lot. It was reported that the patient was brought back into the office and was treated. It was reported that the patient ended up in the emergency room several days later with extreme pain in injected leg. Patient was admitted and never came out of the hospital. It was unknown whether the autopsy was done. Corrective treatment: unspecified treatment for extreme pain; not reported for rest all the events. Seriousness criteria: hospitalization for extreme pain. The product technical complaint was initiated with (B)(4). The product lot number was not provided; therefore, a batch record review s not possible. Based on the lack of information provided, no CAPA was required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA was required. Additional information was received on 06-apr-2018. Global ptc number and results was received. Text amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 06-apr-2018: the follow up information received does not change previous company assessment. Based upon the information available, the causal role of the product cannot be completely denied for the occurrence of events. However, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection. Lack of further information regarding patient's clinical presentation, medical history, any concomitant or past medications, concurrent medical conditions and precludes the complete medical case assessment.